Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
While performing maintenance on the architect i2000sr analyzer in their lab, the operator scratched her hand on the analyzer's sample probe. The analyzer was in the ready state as required for the activities being performed at that time. The operator went to the emergency department where the scratch was cleaned and bandaged. The operator was also administered the (B)(6) vaccine and blood was drawn for (B)(6) testing, all results of which were (B)(6). The operator is reported to be dong fine. She is scheduled for two more rounds of (B)(6) vaccinations, one in one month and the next in six months. No adverse impact has been reported. The emergency department physician told the operator that no problems exists. Follow-ups have been advised. There is no indication of an abbott product malfunction. The analyzer was in the ready mode of operation and not active when the event occurred. This is a user error that caused/contributed to this event.

Manufacturer narrative:
No returns from the customer site were made available for this evaluation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect operation manual provides information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The injury occurred due to a use error with the probe being stationary at the time of the injury. No deficiencies were identified.